Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The pump was unable to confirm compromised force sensor system alarm and prime and fill anomaly due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.